Manufacturer narrative:
The reported complaint of the autopulse platform (s/n (B)(4)) displayed user advisory "(ua)17" (max motor on time exceeded during active operation) error message was not confirmed during functional testing and archive data review. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. No physical damage was observed on the autopulse platform during visual inspection. The autopulse passed the initial functional test without any fault or error. A review of the autopulse platform archive was performed. Based on the archive, the last time the autopulse platform was powered on by the customer was on (B)(6) 2021. There was no deployment or active compression of the autopulse during the date of the problem occurred ((B)(6) 2021). However, on (B)(6) 2020, the autopulse did stop compression ten times due to user advisory 17 - max motor on time exceeded. The autopulse did not reach the target depth within the specification time and the issue was related to the drive train motor was defective. The drive train motor was replaced to address the observed ua17 in archive. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.

Event description:
During patient use, the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)17" (max motor on time exceeded during active operation) error message during compressions. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.